Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, when the surgeon changed the phacoemulsification modes, the ophthalmic system stopped working and there was an issue with the ultrasound function. The surgery was completed the same day using an alternative system. Patient impact has not been provided. The surgeon declined to provide any additional information.